Event description:
A customer contacted beckman coulter regarding a falsely low progesterone result generated by the access 2 instrument. The falsely low progesterone result (from sample a, collected in 2004) was 8.60 ng/ml. The customer indicated that the pt was being monitored after in-vitro fertilization. The customer indicated that the pt's progesterone dosage was increased from 50 mg/day to 100 mg after the false low resut was reported. Three days later, sample b was collected and tested for progesterone. The progesterone result for sample b was 319.60 ng/ml. The physician's office questioned the results from sample a since it did not correlate with the results from sample b. Sample a was retested for progesterone and the result was 203.8 ng/ml. The customer did not indicate if the repeat result for sample a was the expected value. The customer was informed during a follow-up call to the physician's office that the increase in progesterone will not harm the pt. There has been no report of injury requiring medical intervention that can be attributed to this event.